Event description:
It was reported that a spectrum iq pump failed downstream occlusion test twice, with measured values of 19.81(pounds per square inch) and 19.57 psi. This occurred during preventive maintenance inspection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.